Event description:
A customer reported a leak with a interlink extension set. The customer observed the leak from the connection between "the male luer and tubing". It is unknown when this event occurred. There was patient involvement, but no report of patient injury, medical intervention, or adverse reaction associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. A visual inspection was performed (via naked eye) revealed a 2mm cut on the tubing near the two piece luer lock. A fluid pressure test was performed at 8psi and a leak was observed. The reported problem was verified. The assignable cause could not be determined. A CAPA will be opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.